Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 60 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include headache, chills, cold sweats, nausea, and confused. The patient was treated with 2 bags of IV (intravenous) glucose. The patient was released 4 days later. The pod was worn when seeking medical attention.